Event description:
It was reported that the sound cannot be turned on. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to evaluate the device and identified that there was a poor connection to speaker interface cable. The fse disassembled and re-inserted the speaker cable, performed audio detection and the equipment was functioning normally. Results of functional testing indicated a product malfunction. The cause of the reported problem was loose speaker cable. The reported problem was confirmed. The device was operational after the repair was completed. E1: (B)(6).